Event description:
It was reported that a partial pocket fill occurred. The refill had been ¿normal¿ and the patient left the clinic, however, shortly after leaving she developed overdose symptoms specifically she became light headed, dizzy and drowsy. The patient then returned to the clinic and the pump was checked and aspirated. It was determined that 2ml was missing from the pump. The health care provider (hcp) felt that she had a partial pocket fill. Narcan was started and the patient was admitted to the ICU (intensive care unit) for the night. The narcan relieved the overdose symptoms but did cause some mild withdrawal symptoms. The patient was then discharged a day later and it was reported she had ¿returned to normal¿. It was noted that diagnostic testing or troubleshooting hadn¿t been performed but would be in the future. The patient¿s status at the time of this report was listed as ¿alive ¿ no injury¿. It was further reported the health care provider (hcp) office was changing their technique after being re-trained by the device manufacturer representative. The office also changed their policy so that all patients have to wait for 1 hour before leaving the office after a refill to monitor for side effects. The cause of issue was technique; there were no issues with the refill kit. The office was also going to start using ultrasound to help with needle placement during refills as well. The device system was used to deliver fentanyl 6000mcg/ml at a dose of 1538mcg/day, bupivacaine 15mg/ml at a dose of 3.85mg and clonidine 600mcg/ml at a dose of 102.58mcg. Additional information has been requested including the final patient outcome but was not available as of the date of this report. A follow-up report will be submitted if additional information is received.

Event description:
Additional information was reported that the patient was receiving effective therapy. No further information was provided.

Manufacturer narrative:
Concomitant products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8590-1, lot# n339270, implanted: (B)(6) 2012, product type: accessory. Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).